Event description:
It was reported that pump triggered cartridge alarm 30 that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Caller planned to reload cartridge using proper technique, and issue was documented as resolved with no additional information provided about further actions.